Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the reported condition was duplicated and confirmed. It was observed that the device was not functional the assignable root cause was determined to be due to normal wear of electronic components from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the red light emitting diode (led) was lighting up on bay one and two of the universal battery charger device. It was further observed that the device did not charge the battery device. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.